Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During follow-up, pacing lead impedance and threshold were high. An x-ray examination revealed an externalized conductor. The lead was capped and replaced. The patient is stable.

Event description:
The lead was explanted and replaced. Related manufacturer reference number: (B)(4).

Manufacturer narrative:
A partial, distal end of the lead was returned. Visual inspection found an internal insulation abrasion breaching the right electrode (re) cable lumen proximal to the right ventricular (rv) shock coil. Electrical testing failed due to the abrasion observed under the rv shock coil. In addition, one re cable coating was abraded with no inner liner on the inner coil of the lead which likely contributed to the field event of inappropriate capture. All other damages were consistent with that occurring at the time of explant. X-ray examination did not find any indication of conductor fractures. The reported events of insulation abrasion and inappropriate capture were confirmed. The cause of the reported high pacing impedance remains unknown as this event could not be confirmed.